Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the trailing haptic crimped. The lens was not implanted and there was no injury, no incision enlargement or sutures.

Manufacturer narrative:
(Trailing haptic crimped).